Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least one bd micro-fine¿+ insulin syringe experienced a breach in sterility. The following information was provided by the initial reporter: the packaging of the products delivered had cracks and holes in it.

Manufacturer narrative:
Investigation summary: customer returned several images of polybags for 1ml, 29 gauge, 12.7mm syringes from lot 1270123. The polybags shown feature mechanical fraying. The images cannot capture a potential discrepancy in number of parts received. A review of the device history record was completed for batch# 1270123. All inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the images received, embecta was able to confirm the customer¿s indicated failure of polybag damage. The root cause could not be determined.

Event description:
It was reported that at least one bd micro-fine¿+ insulin syringe experienced a breach in sterility. The following information was provided by the initial reporter: the packaging of the products delivered had cracks and holes in it.